Manufacturer narrative:
(B)(4). The following patient codes were captured in the related manufacture report numbers 2210968-2019-79760 and 2210968-2019-79596: (1858,1690,1930,2993,3189 - surgical intervention). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: surg today. 2012; 42: 1253¿1258. Doi: 10.1007/s00595-012-0189-6. (B)(4).

Event description:
It was reported in a journal article with title: rare late mesh complications following inguinal prolene hernia system hernioplasty: report of case. The authors treated patient who developed late mesh infections 7 years after inguinal hernioplasty caused by contact of an underlay prolene hernia system (phs; ethicon) patch with the intestines. Case 3, a (B)(6) year-old male patient who was previously treated surgically with a phs for a left indirect and direct inguinal hernia in 2002. Four days post-operatively, the patient was re-admitted at the hospital with fever and subfascial abscess collection in the left groin (escherichia coli and enterococcus faecalis). The wound was re-opened, the onlay phs patch was exposed and the abscess collection was evacuated (escherichia coli and enterococcus faecalis were isolated from the abscess), wound dressing, and antibiotics, followed by secondary wound closure. In 2008, a pus-filled cutaneous fistula occurred in the left groin and was unsuccessfully treated for the next 2 years. In (B)(6) 2010, the patient was diagnosed with late phs infection due to sigmoid colon erosion and fistula as a consequence of the penetration of the wrinkled underlay phs patch into the sigmoid colon lumen. Treatment included total phs excision, left hemicastration (due to phs infection, the spermatic cord was not able to be detached from the phs), suturing of the sigmoid colon fistula, mcvay herniorrhaphy with drainage through direct inguinal approach, followed by a midline laparotomy and protective bipolar ileostomy, and triple antibiotic therapy. A late mesh infection occurring several years after phs inguinal hernioplasty is a complex prosthetic infection, and is frequently the consequence of intestine erosions and fistulas occurring due to contact between the underlay phs patch and intestines. On the basis of the reported complications after phs hernioplasty, the authors recommend using the onlay lichtenstein hernioplasty which helps maintain the ¿¿virginity¿¿ of the preperitoneal space. If the preperitoneal space is entered, it is currently advisable to use light-weight, large porous polypropylene mesh, because it induces less inflammatory reactions and fibrosis.